Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade iii-IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV, seroma-late and rupture.

Event description:
Patient reported pain and "hardness" on the right side. Additionally, healthcare professional reported right side "intense hardening of breast", capsular contracture (grade iii-IV), rupture, pain, "enhancement of fibrous capsule with rounded shape", "small volume of implant fluid", and "spasticity in the right side device with heterogeneous texture and a thin layer of fluid between the device and parenchyma". The device remains implanted.